Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 45 mg/dl. The customer's blood glucose was 362 mg/dl at the time of call. The customer treated with food. Troubleshooting for the low blood glucose was initiated. The insulin pump passed the displacement test. The insulin pump was not returned for analysis.